Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. No other anomalies were found.

Event description:
It was reported that the patient received inappropriate therapy. Noise, sensing anomaly and loss of capture were observed. Insulation anomaly and lead fracture were noted. Lead was explanted.